Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported no audio condition. Eval found that the back flex tail was not seated correctly in the I/o printed circuit board. The flex tail was properly seated to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a no audio condition. It was also reported that there was no pt involvement.